Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were peeing all over, and the implant was not working for them since two weeks prior to the report. It was indicated that they had used the programmer to make stimulation adjustments, but it had not helped. Further information provided indicated that the patient was having some problems with their interstim for about a week. Patient services tried to get clarification as to what the problems were, but the consumer was unsure. They just felt like it was not working. The consumer was not with the patient at the time of the call, so no troubleshooting could occur. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.